Event description:
During minimally invasive fusion case, a bur broke and the bur shaft remained in the attachment. The procedure was completed with back up equipment. There was no adverse consequence to the user or the pt as a result of this malfunction.

Manufacturer narrative:
It was confirmed that the bur shaft was stuck in the attachment. The root cause of this incident may potentially relate to abnormal treatment of product at the account. This is possible as the shanks of the burs used in this attachment are very small and excessive force can cause them to break. The label for the device subject to this MDR has a warning which states do not use excessive force.